Event description:
It has been reported that the patient underwent a hip replacement on (B)(6), 2005. Subsequently, a revision procedure was performed on (B)(6), 2012 due to a pseudotumor. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).

Manufacturer narrative:
Third party analysis was conducted and found the reported metal ion levels (cobalt 103 nmol/l and chromium 96 nmol/l) are elevated according to the nov guidelines. (B)(6) data indicate a cup inclination angle of 46 degrees with an anteversion angle of 18 degrees. On a post operative x-ray dated (B)(6) 2010 a cup inclination angle of 49 degrees was measured. It was not possible to measure the anteversion angle. Biomet's applicable surgical technique recommends a cup inclination angle of 45 degrees with an anteversion angle of 20 degrees. Subsequent radiographs demonstrated radiolucent lines in zones 1 and 7 around the hip stem. The hip stem was positioned ant to post on both films. A CT scan dated (B)(6) 2010 demonstrated gluteus medius and piriformis atrophy, but no mass. (B)(6)reported an eccentric pseudotumor on a CT scan, but it could not confirmed as the CT scan in question was not made available. Due to insufficient data the existence of the pseudotumor cannot be confirmed and its cause, which lead to the reported revision surgery, cannot be identified. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided.

Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent right resurfacing hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2012 due to pseudotumor.